Event description:
It was reported that the patient presented in clinic where it was discovered that their pacemaker failed to be interrogated. The pacemaker was explanted and replaced. The patient was stable throughout.